Event description:
It was reported that the tip of the zipwire ss guidewire broke off. Additional information has been requested regarding this event.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.